Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient had their 45-day follow-up procedure. A computed tomography (CT) scan was performed and showed that there was a device related thrombus. The thrombus was 1.8cm by 1.3cm in size and at the superior aspect of an uncovered lobe extending to the atrial surface of the closure device. There was no evidence of a peri-device leak. The patient will be restarted on xarelto, and a repeat CT scan will be performed in six (6) weeks.